Manufacturer narrative:
Stryker further evaluated the replaced device and was unable to duplicate the issue again. The cause of the reported issue could not be determined.

Event description:
During routine preventative maintenance testing by stryker, the device exhibited an unresponsive shock button. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker, the device exhibited an unresponsive shock button. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.